Event description:
It was reported that a system failure was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for system failure. Missing rubber feet on bottom case and visible contamination by the tube holder was identified during the physical inspection. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was unconfirmed. The root cause of this issue is unknown. Service replaced speaker and interconnect board for preventive. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.